Manufacturer narrative:
A1-4 - patient information as requested but not yet provided. Related regulatory reference report MFR # 3003306248-2023-05030. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an equipment failure during centrimag implant. The console alarmed indicating that the motor was disconnect and with flow alarms. The motor and console were switched to backup and the equipment resumed normal operation. There was no patient impact.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a motor disconnect alarm and flow alarms were not confirmed. The centrimag motor (serial number (B)(6)) was not returned for analysis, and no log files were associated with the reported event. Questions regarding the return status of the centrimag equipment were asked multiple times and no responses were received. This event will be reopened with further analysis if the centrimag equipment returns. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related and flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.